Event description:
It was reported that the stent (subject device) was implanted successfully. About four hours after the case was completed, follow-up mra (magnetic resonance angiography) confirmed that the ipsilateral ophthalmic artery has been occluded. The patient had no symptoms and is currently under observation. The physician believes that the subject stent is involved in the occlusion of the ophthalmic artery, but the risk of occlusion of the ophthalmic artery was assumed prior to the surgery. There was no collateral blood channel from the external artery and the ipsilateral visual field became totally blind. The physician commented that only 3% of all patients do not have collateral blood circulation from the external artery and that he was unaware of this. No additional information available.

Manufacturer narrative:
F10 / h6 clinical signs code grid - health effect - clinical code - updated due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be average tortuous. The physician believes that evolve is involved in the occlusion of the ophthalmic artery, but the risk of occlusion of the ophthalmic artery was assumed prior to the surgery. In this case, there was no collateral blood channel from the external artery and the ipsilateral visual field became totally blind. The physician commented that only 3% of all patients do not have collateral blood circulation from the external artery and that he was unaware of this. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment. An assignable cause of anticipated procedural complication will be assigned to the reported ¿patient vessel occlusion¿ and ¿patient neurological deficit¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that the stent (subject device) was implanted successfully. About four hours after the case was completed, follow-up mra (magnetic resonance angiography) confirmed that the ipsilateral ophthalmic artery has been occluded. The patient had no symptoms and is currently under observation. The physician believes that the subject stent is involved in the occlusion of the ophthalmic artery, but the risk of occlusion of the ophthalmic artery was assumed prior to the surgery. There was no collateral blood channel from the external artery and the ipsilateral visual field became totally blind. The physician commented that only 3% of all patients do not have collateral blood circulation from the external artery and that he was unaware of this. No additional information available.

Manufacturer narrative:
The device remains implanted in the patient.